Manufacturer narrative:
Zoll medical (B)(4) evaluated the device and the reported malfunction was observed but not duplicated. The device was put through extensive testing without duplicating the malfunction. The device was recertified. No trend is associated with reports of this type.

Event description:
Complainant alleged that during biomed testing the device was unable to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.